Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance and a shaft fracture occurred and the patient was sent for surgery. The 70% stenosed lesion was located in a severely tortuous and severely calcified distal right coronary artery. The lesion was predilated and the physician deployed a taxus liberte' 3.5x28mm drug eluting stent at 10 atm's. The physician did not encounter any inflation or delation difficulties. The physician attempted to retrieve the delivery device but met resistance. The balloon was stuck to the stent. As the physician was trying to withdraw the device, the shaft broke inside the patient. The physician planned to remove the shaft surgically, however, due to the patient's age and health status, risk of bypass was too high. The fractured shaft was not removed from the patient. The patient is stable and will remain on warfarin therapy indefinitely.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.